Event description:
An internally submitted complaint reported that on the rear doors for the common image reconstruction system (cirs) and combined rack console (crc) cabinets, there is no separate ground wire going from ground to the door. The doors were electrically floating (not grounded); therefore, if the door was energized by a pinched or damaged power cable, there would be no path to ground. The door could then possibly become "hot" causing a potential shock hazard.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4). Initial MDR mailed on (B)(6), 2010.